Event description:
Report received of under-delivery of heparin. The ICU pt was receiving heparin 50 units/ml at 30ml/hour. The customer contact reported that at the start of the shift the pump was on and that approx 6 hours later when customer contact went to clear the pump, customer contact hit the stop key. According to the customer contact, the pump display indicated that only 70ml of fluid had infused in that 6 hour time period, when it should have infused approx 180ml. There was no alarm alert reported. The pump was replaced and therapy was continued after an unspecified bolus dose of heparin was given. There was no reported adverse pt event. Though requested, there was no further info available.